Manufacturer narrative:
An event regarding loosening involving an pca shell was reported. The event was confirmed. Method & results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "the primary harm involved is wear and component loosening. Particulate debris from polyethylene wear is a known cause of component loosening and bony destruction (osteolysis). Limited x ray and other information preclude conclusion as to the degree of osteolysis present in this case. The fact that there is lucencies between the bone and the component surrounding the entire shell (gruen zones 1-3) is a clear finding for loosening of the acetabular component. The gross eccentric position of the head within the shell on x ray is a clear indication of wear. Further documentation required..." Device history review: all devices accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event was confirmed however the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised due to position of the cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient was revised due to position of the cup.